Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for missing npe, difficult/unable to operate. A review of risk management document, (B)(4), indicates that the potential risk of this specific reported incident (pen needle, missing npe) was captured and addressed. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, difficult/unable to operate) , was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for missing npe, difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. I use 2 different types of insulin daily, which was prescribed in pens, which I love. Currently I am using the bd 0.23mm x 4mm pen needle, and am just disappointed with the quality of this product. I pay (B)(6) for a 3 month supply of the pen needles, which seems absurd, when regular insulin syringes are available for (B)(6) without a prescription. Without fail, of the 5 injections I do daily, at least one of the pen needles is defective. They all have the same defect as well. The interior needle, which goes into the pen, is missing. I typically try to be discreet when I do my injections, and be as quick as possible, so I do not check the inside to make sure the needle is there, just screw it on, and stick myself. The ones without a needle do not inject, so I have stuck myself for nothing, and have to do it all over again. This is just unacceptable. This has been going on for a while, but today at lunch 3 different needles in a row were defective.